Event description:
It was reported that the implant fractured at the site resulting in bone loss, pain and discomfort.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and one unknown zimmer screw were returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. Implant fractured at the collar. Also fracture screw identified inside implant. Additional failure mode (fracture: screw) identified through inspection. Bone loss could not be verified. Summary investigation attached in complaint. Functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth #24 (fdi) for approximately 8 years. The patient had good health condition. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (62306174) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62306174) for similar events and no other complaint was identified. Sterilization record (st2235) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. DHR, sterilization, and complaint history review: (screw): DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. Bone loss could not be verified. Summary investigation attached in complaint. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.